Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message was confirmed in the event log review and functional testing. The root cause of the tcmid:05 error was determined to be the malfunctioning lm34 temperature sensor, likely attributed to the device's aging. The thermogard console was manufactured in june 2012 and is almost 12 years old, well past the expected serviceable life of five years. Upon visual inspection, observed the cold well cap gasket turned yellow and degraded, likely attributed to normal use of the thermogard console. The cold well cap gasket needs to be replaced to address this observed issue. The event log indicated tcmid:05 was recorded around the reported event date, confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus, confirming the reported complaint. The lm34 a/b temperature sensor needs to be replaced to remedy the reported complaint. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard system with sn (B)(6).

Event description:
During ivtm therapy, the thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message. Another thermogard console was used to continue with treatment. No consequences or impact to the patient.